Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had an audio anomaly. They did not hear the difference between the audio volumes 1 and 5. The device did not pass troubleshooting. The customer¿s blood glucose during the incident was 264 mg/dl. The device will not be returned for analysis at this time.

Manufacturer narrative:
Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement and active current measurement. Hardware low-level failures was present in the insulin pump trace download and hardware low-level failures alarmed during self test due to broken trace at pin 6 (sda) on keypad assembly. Unable to verify audio/absence of alarm due to hardware low-level failures. No unexpected failed battery test alarms noted during testing.